Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis procedure, at the first firing, they connected the cartridge to the handle, then the surgeon clamped the tissue and tried to fire the device however the green button was stiff and could not push it. The procedure was completed with another device. There was no patient injury.